Manufacturer narrative:
New information reveals the issue occurred at start-up. Based on this information, this issue is now considered not reportable. Based on below: "this reported problem code combination and specific scenario was assessed by a post-market surveillance clinical expert and the assessment is as follows: the power on self-test (post) occurs each time the ventilator is turned on. The ventilator is designed with two speakers. If a problem is detected with either of the speakers, the ¿error code 1102: primary alarm failed¿ will be enunciated. This notification will occur prior to the ventilator being connected to the patient. This is an indication to the user that the ventilator needs attention, and the service manual recommends hardware replacement to resolve the issue. However, given that this alarm may be encountered by a clinician on start-up as opposed to a service technician, there is a chance for this alarm to be ignored in a foreseeable misuse case. However, the alarm should then recur during therapy in the form of ¿check vent: primary alarm failed.¿. Even when this alarm posts, there is a high likelihood that one of the two speakers will still work. In order for no sound to be emitted from the primary alarm, there needs to be a fault that causes both speakers to malfunction. In order for harm to occur in this scenario, there are multiple steps in the sequence of events that must take place. First, the 1102 alarm is ignored in post and the ventilator is put into use despite the alarm message. Then, the ¿check vent: primary alarm failed¿ alarm occurs during therapy. The user does not follow expected course of action and does not provide alternative ventilation. Then, the user re-sets the alarm, and then continue to ignore the low priority alarm. In addition, the fault that caused the ¿check vent: primary alarm failed¿ happens to be a fault that causes not only one, but both speakers to malfunction. Finally, the primary alarm will not sound, leading to a failure to alert the clinician. Given the lengthy and unlikely combination of this sequence of events which involves both misuse (not addressing the alarm message during post and then not changing out the ventilator during use as indicated by the ¿check vent¿ status) and a fault condition that causes not only one, but both speakers to malfunction, it is not likely that death or serious injury will occur from ¿error code 1102: primary alarm failed¿ during power on self-test (post). This is scenario is not likely to cause or contribute to death or serious injury if it were to recur".

Event description:
Philips received a complaint by the biomedical technician on the v60 indicating that a 1102 ""primary alarm failed"" alarm error occurred. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. While servicing the device for another issue captured in a separate record, the biomedical technician discovered a 1102 ""primary alarm failed"" alarm error occurred. The biomedical technician replaced the speaker and confirmed that the issue was resolved. The investigation concludes that no further action is required at this time. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.